Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. Investigation results: a device history record review was completed by our quality engineer team for provided material number: 381023 and lot number: 4057787. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
B3: the date received by manufacturer has been used for this field.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global catheter is split. The following information was provided by the initial reporter: upon insertion of pivc 22 gauge IV bleeding from catheter sheath, noting a split in middle of catheter.